Manufacturer narrative:
Date corrected.

Manufacturer narrative:
Product ID: 37603, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Additional information received reported that they were trying to schedule a computerized axial tomography (cat) scan and brain lab for the patient but were having difficulties arranging. Patient needed to be adjusted off coumadin. It was noted that an MRI was needed before they would be able to make the decision to replace the lead.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was later reported that there was a potential open circuit. MRI guidelines were requested and the MRI would be related to a patient's revision. The patient had c/3, 0/3 and 1/3 all greater than 40,000 ohms. High impedances were on the left side only. The patient had a bicycle accident in (B)(6) 2013 and had suffered a fractured skull. The patient's surgeon was looking at a possible revision to improve therapy benefit. Therapy was turned off at the time of this call. It was noted that after the accident the patient had experienced some shocking sensations and had the system turned off.

Manufacturer narrative:
Product ID 37603, serial# unknown; product type implantable neurostimulator product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_ext, serial# unknown; product type extension product ID neu_unknown_ext, serial# unknown; product type extension.

Event description:
It was later reported that the patient was having a complete system explant on (B)(6) 2014 due to patient not receiving optimal benefit. It was unknown when the patient had started to have this issue. The patient's current system was on the left side. It was further noted that the patient would be re-implanted with the lead on (B)(6) 2014 and with an extension and implantable neurostimulator (ins) on (B)(6) 2014.

Event description:
It was reported that there were impedances greater than 40,000 ohms. The patient was in two weeks prior to the date of this report and it had been noted that something was greater than 2000 ohms. The patient had fallen on their bicycle in (B)(6) 2013 and had had numerous falls since implant. It was noted that they thought symptoms may have actually gotten worse since implant. It was noted that therapeutic benefit was deemed ¿questionable.¿ when the device was off, the patient noticed it. It was further noted that the right side of body tremor was more severe than the left side which was mild. Left side impedances on the date of this report were c/0=39371 ohms, c/1= not provided, c/2=19920 ohms, c/3 = greater than 40000 ohms, 0/1 = 38410 ohms, 0/2= >40000 ohms, 0/3=>40000 ohms, 1/3= >40000 ohms, 2/3= 38884 ohms. The patient had been implanted since 2011. Historical impedances included a reading from (B)(6) 2014 which impedance was greater than 2000 for left side and adjustments were made; on (B)(6) 2013 reading was less than 2000 ohms for both devices. Patient was programmed with 0+, 1-, 2-; 3.9v. Adjustments had been made. Right side impedances on the date of this report were c/0=2208, c/1=1879, c/2=1581, c/3=1298, 0/1=2362, 0/2=2707, 03/=2602, ½=2208, 1/3=2194, 2/3=1732. C/0 was high. Reference manufacturer¿s report number: 3007566237-2014-00900.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension.

Event description:
It was later reported that the left system would be removed and replaced on (B)(6) 2014. Replacement may include the implantable neurostimulator (ins), extension and lead but would be determined then. It was later reported that there was a shocking or jolting sensation on the right side of the body. The left ins was shut off. The patient felt the shocking sensation with the left ins which was off. The healthcare professional wanted to do an MRI and the area to be scanned was the head/brain. It was later reported that high impedance values were found on (B)(6) 2014. The device was working fine and there were no complaints. It was noted that right side impedances were fine but the left side indicated that c,3-; 1,3-;0,3 and 2,3 were all greater than 20,000 ohms. There was a possible open on the 3rd electrode on the left side. The MRI was of the brain for re-implant.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension.

Event description:
Additional information received reported it was unknown whether there were any other diagnostics performed on the device. It was unknown if there were any malfunctions seen or cause of the issue determined. The entire left deep brain stimulator system was removed on (B)(6) 2014. The patient was going to have the stage 1 left lead implant on (B)(6) 2014 and the stage 2 left extension and implantable neurostimulator (ins) on (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension.

Event description:
Additional information received reported the patient's device was on and patient was receiving effective therapy. The device would not be returned.